Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and replaced solenoid 5 that was corroded from a previous clenz leak, resolving the issue. There was no active leak observed. (B)(4).

Event description:
Customer reported a wbc (white blood cell) test result of 0.0 was generated for one sample when using the coulter lh 500 hematology analyzer. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.